Event description:
Sorin group was made aware that during set-up for a procedure, the stockert centrifugal pump displayed an error message. The pump was not used for the procedure and there was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the stockert centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group was made aware that during set-up for a procedure, the stockert centrifugal pump displayed an error message. The pump was not used for the procedure and there was no pt involvement. The investigation is on-going. A f/u report will be sent when the investigation is complete.